Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to procedure and the patients' medical history. However, this could not be confirmed. The reported surgical intervention was a result of case specific circumstance as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Baseline was sinus rhythm with right bundle branch block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 3 to 4mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc) without recapture. No incomplete stent opening (iso) was observed. Final gradient was 7mmhg; no leak was reported. Post-implant, the patient was observed to have a sinus rhythm with left bundle branch block (lbbb). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, the patient was implanted with a permanent pacemaker to resolve the event. The implanter classified this event as being related to the procedure and the patient¿s past medical history. The patient was in a stable condition and reported to be in hospital.